Event description:
It was reported that during the generator change out, blood was found under the insulation of the right ventricular (rv) lead on the proximal end. Physician elected to repair the damage with a silicone sleeve with medical adhesive. The lead was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 implantable pulse generator (ipg) (B)(6) 2004. (B)(4).